Event description:
The user developed an infected wound after the implantation procedure. The user was explanted.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to postoperative side effects, namely the user developed an infected wound after the implantation procedure. The infection reached the level of the implant and during cleaning surgery it was observed that the implant screws loosend. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. This is a final report. Note: c1902 is chosen valid imdrf investigation findings code, but cannot be entered in required field due to FDA system restrictions.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user developed an infected wound after the implantation procedure. The user was explanted.